Event description:
The initial reporter questioned low results for multiple patient samples tested for multiple assays on a cobas c 503 analytical unit. Discrepant results were provided for total protein gen.2 (tp2) and cobas creatinine plus ver.2 assay (crep2). The initial tp2 result was 4.3 g/l. The repeat result on a different c503 analyzer was 7.0 g/dl. The initial crep2 result was 1.63 mg/dl. The repeat result on a different c503 analyzer was 2.41 mg/dl. The repeat results were believed to be correct. The questionable results were not reported outside of the laboratory.

Manufacturer narrative:
The crep2 reagent lot number was 836716 with an expiration date of 31-jul-2025. The tp2 reagent lot number and expiration date were not provided.

Manufacturer narrative:
Reagent issues were excluded as the customer had no further issues, and the correct repeat result was received using the same reagent. The field service engineer (fse) checked the system and did not identify any issues. No preanalytical issues were identified. The customer has had no further issues. The cause of the event could not be determined.